Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of infection include: patient non-compliance/touching or picking at the wound, implanting a non-sterile device, not irrigating the incision site with an antibiotic solution before closure, not prepping the skin with an antiseptic solution, using inappropriate tools during the procedure, multiple tunneling attempts, implanting the device after the expiration date, off-label use, and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
An MRI facility was made aware that the patient previously experienced an infection in their right leg. An explant procedure was performed and a portion of the device reportedly remains implanted. It is unknown when the explant was performed and the clinic has no record of an explant procedure. The commercial team member has made several attempts to contact the patient. However, the attempts have been unsuccessful.